Event description:
Customer called to report that was blood leaking from the blood sampling valve (bsv) of the coulter lh750 hematology analyzer. Customer stated that the leak was contained to the drip tray of the instrument. Customer powered off the instrument and requested onsite service. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the bsv was leaking and that the hemoglobin cuvette lid was ajar. The fse closed the lid on the hemoglobin cuvette and replaced the check valves on the bsv, which resolved the leak issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the check valves that required replacement due to normal wear.

Manufacturer narrative:
(B)(4).